Manufacturer narrative:
Event date is estimated. Main investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a chronic infection. The infection started with the driveline, became bacteremia, and had a sternal wound which was washed out. The patient presented with fever, nausea/vomiting, chills, aches, and pain. The infection was treated with by mouth and intravenous (IV) antibiotics. The treatment of IV antibiotics resolved the event and the patient was listed for transplant.